Manufacturer narrative:
The date of the event reportedly occurred on an unknown date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood would not flow through a one-link extension set during a blood transfusion. There was no patient injury or medical intervention associated with this event. No additional information is available.